Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8782 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2017; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine, fentanyl, and bupivacaine via an implantable pump for spinal pain, non-malignant pain, and cervical radiculopathy. It was reported that the healthcare provider (hcp) reported getting extra drug back during a refill; they were expecting 11 ml but got back 32 ml. The hcp was suspecting a catheter issue but they had not done any troubleshooting at this point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the patient was noted to have a cervical fusion and a thoracic spine surgery. The patient had a catheter dye study for some increased pain and it was noted that the catheter may have been sluggish. The date of the catheter dye study was unknown, however, at the patient's last fill, there was noted to be a little bit of a discrepancy in the volume. The rep did not have the date of this fill or the details around it but they added the patient on for a catheter revision today [(B)(6) 2025]. In the surgery, when they were at the midline, it was questionable if the catheter was still intact or if it was cut. A new spinal segment was implanted without difficulty and connected up to a functioning pump segment, and the patient was filled with preservative free normal saline in their pump until they fill the patient at their postop in a few weeks. The rep did not have any further information regarding this event. The issue was resolved at the time of the report.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that during the refill appointment on (B)(6) 2025, the patient reported new right leg weakness. 8.1ml was expected to be aspirated from the reservoir and 17ml was actually removed. A catheter dye study was ordered. The catheter dye study was performed on (B)(6) 2025, and failed due to being unable to aspirate, but was otherwise normal. The patient was still getting good pain relief, so no action was taken at that time. On (B)(6) 2025, the patient mentioned to the pump nurse during their refill that they had not been able to feel their boluses as much, and the previously reported volume discrepancy (11ml expected, 32 actual) was observed. A plan of care was created to taper doses to prepare for a catheter revision. The dosing was still being tapered to prepare for the revision surgery.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2017 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The 8782 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.